Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been admitted to the hospital with diabetic ketoacidosis. The warranty status of the insulin pump expired on (B)(6) 2014. Diabetes specialist nurse (B)(6) and dr. (B)(6) did not want to report the incident at this time as they do not believe the issue was caused by the insulin pump. Nurse vicki brindle and dr. Jennings declined to provide any further information at this time. The nurse or customer needs to call back with details of the incident. No additional information provided.